Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected amount of basal completed plus amount left to go plus amount not needed to compensate for does not add up to the programmed dose alarm noted during testing. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Insulin pump was received with peeling or added serial number label, scratched case, missing display window cover, minor scratched lcd window, peeling keypad overlay and stained keypad overlay.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was 9.7 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.